Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the reader was too hot. It was advised to leave the reader off for a day. Troubleshooting steps were taken to no avail. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24950j, serial/lot#: (B)(4): the remote monitor was returned and the analysis revealed that no defect was found; found error code (B)(4) in the failure analysis (fa) log and the radiofrequency head was returned with nickel contacts. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the monitor has been returned and replaced.